Manufacturer narrative:
Age or date of birth: unknown/ information not provided. Weight: unknown/ information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, lens remains implanted in the eye. Reporter name: unknown, information not provided. Telephone number: (B)(6). PMA/510(k) number: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The device was not returned for analysis as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) was not folded normally. The haptic had bent outward in the cartridge. The lens was implanted into the patient's operative eye and the procedure was successfully completed. There was no patient injury and the lens remains implanted. No further information was provided.

Manufacturer narrative:
Additional information: additional informtion received and the following fields were updated accordingly: section b3 - date of event: (B)(6) 2022. Section d6a: implant date: (B)(6), 2022. Section e1: initial reporter's title, first & last name: dr. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.